Manufacturer narrative:
An investigation is currently underway, upon completion the investigation will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 2/26/07 that a customer had a problem with a needle. The customer reports " in the process of doing an arterial blood gas draw the needle came off before they were in the artery and the needle came completely out of the hub and was removed from the patient."